Event description:
The customer reports that she began to feel lightheaded and dizzy. The customer did not initially test on the accu-chek compact plus system. The customer's bg was 42 mg/dl on the professional meter. The customer was given sugar packets and a sandwich which she consumed on her own. Minutes later, the customer's blood glucose increased to 62 mg/dl on the professional meter. The customer obtained the blood glucose results of 187 mg/dl on the accu-chek compact plus system ten mins after the 62 mg/dl blood glucose results. The customer began to feel better with the 62 mg/dl and 187 mg/dl blood glucose results. New system sent to customer and return requested.